Manufacturer narrative:
Method: review of information reported to lifecell; review of the device history record for lot s11213, review of the lifecell complaint management system. Results: investigation into lot s11213 resulted in no remarkable findings, including acceptable sterilization and no deviations or nonconformances revealed during processing. A query of the complaint management system on 9/2/2014 revealed 2 similar complaints against lot s11213, one of which is associated with patient #4 of 9 from professor (B)(6) where infection was reported (refer to MDR 1000306051-2014-00148); the other similar complaint was a clinical study (B)(4) in which dehiscence, device exposure, and infection were reported but the lifecell device was left implanted thus determining the events to be unrelated to the lifecell device. As of (B)(4) 2014, all (B)(4) devices from lot s11213 released to finished goods have been distributed. Lot s11213 met all qc release criteria. Device not returned. Conclusion: seroma is a documented complication associated with this type of breast procedure with and without the use of an acellular dermal matrix. The wound dehiscence is a secondary event associated with post operative complications such as seroma. While infection was suspected and antibiotics were administered, infection was not confirmed. Internal investigation resulted in no remarkable findings, including all (B)(4) devices distributed with one other similar complaint reported against lot s11213 by this physician and device history record review with acceptable sterilization and no deviations or nonconformances revealed during processing. Although the standard of care consisted of surgical intervention to remove all implanted products to treat the suspected infection, seroma & wound dehiscence 65 days post op, based on the reported information and results of the internal investigation, a relationship between the events reported and the lifecell device could not be conclusively determined. The events reported are anticipated post-operative complications for this type of surgical procedure. Based on the patient's condition and contributing factors and internal investigation resulting in no remarkable findings, the events are unlikely related to the lifecell device. The explanted device was discarded. No product or clinical specimens were returned to lifecell for evaluation. Explanted device discarded by physician.

Event description:
On (B)(6) 2014, 9 complaints were reported to lifecell by professor (B)(6) after a retrospective review to support a publication on his results with strattice and 2 other non lifecell synthetic products. This complaint is associated with patient #2. This female patient has a history of radiation radiotherapy prior to a mastectomy performed on 2010 and initial tissue expander implantation on (B)(6) 2013. On (B)(6) 2013, the patient underwent a unilateral (left) tissue expander/implant breast revision with a lifecell device due to capsular contracture/ exchange to implant procedure. On (B)(6) 2013, the patient was diagnosed with mastitis, erythema & heat and was treated with antibiotics. On (B)(6) 2013, wound revision was performed and it was noted that the patient had bloody seroma with no pus. On (B)(6) 2013, the patient was treated for wound dehiscence with secondary ablation. Implant removal was recommended, but the patient wished to try a new implant exchange to tissue expander (device had to be separated). On (B)(6) 2013 (2 months post op), the patient was treated for seroma formation (cloudy, with no pus), suture dehiscence with secondary ablation and removal of the tissue expander & lifecell device. Histopathology results revealed chronic granulating inflammation.

Manufacturer narrative:
The investigation and conclusion remains unchanged, refer to initial report. Explanted device discarded by physician.

Event description:
This report is a follow up report to the original report emdr 1000306051-2014-00146 to report additional information received by the physician. Refer to the initial report for the original event description. Additional information was received on 10/1/2014: the physician was unable to provide a conclusion as to whether he believed that the lifecell device contributed to the complications reported. All patients were treated peri- and postoperatively with antibiotics. The antibiotic therapy is usually continued until the 11th day post surgery. This patient had 2 drains placed (axillary and subpectoral). Total volume drained: 720 ml. A deep wound swab culture of the left breast was taken on (B)(6) 2013 and revealed no growth of aerobic or anaerobic bacteria. Another wound swab culture of the left breast was taken approximately 2 months post op on (B)(6) 2013 and revealed staph. Aureus.